Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using abbott binax now and pcr test method and the result was negative. Results were not reported and there was no patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: false positive result. Customer reported a foamy sample using the 256082 kit, the reagent was thick and foamy and it didn´t run properly on the test cartridge. The results of the test was positive, a second test was run on the abbot binax antigen test, and it resulted negative. (Patient was asymptomatic). What confirmatory testing was performed that determined the results were erroneous? Abbott binaxnow and pcr testing. Were any erroneous results reported to the doctors? No if yes, were any patients treated based on erroneous results? No results released if yes, did the erroneous treatment have any adverse impact to the patient(s)? No how did you complete the repeat test? Same as the first procedure and also with the abbott binaxnow following their procedure separate swabs and reagent each. Was an additional swab collected? Yes. Did you process the same swab in a 2nd reagent tube? No. Did you use the leftover extraction reagent from the reagent tube on a new cartridge? No there was none to reuse. Was the cartridge rerun (re-read)? If so, how long after the initial run was the cartridge rerun (re-read)? Yes. It was removed then reinserted 10 seconds with the same positive result. Processing questions: how long after specimen collection was the specimen processed in the extraction reagent? Immediately processed in the reagent. How was the specimen stored between collection and processing in the extraction reagent? Immediately went from the nose to the reagent without leaving the hand of the provider. How long after processing in the extraction reagent was the specimen run on the test cartridge? 30-60 seconds. Incubation time: how long was sample run on the cartridge before reading? 15 min give or take a few seconds. Were the cartridges visually interpreted (not by the analyzer) at any time? Yes after analyzed in the reader. Was walk-away mode or analyze-now mode used? Analyze now. Temperature: clarify the environment temperature and time at temp ¿ indoors at 9:45am near the entrance to the facility so the door was cracked to provide some outdoor ventilation. Temp is 68 f give or take a degree. Was testing performed indoors or outdoors (not collection). Indoors. On average, how many tests do you run per week? 100. How is the test being used? Select one: screening test-no known exposure ¿ screening for sports participation. Test workflow: how long was the sample incubated? 30-60 seconds how many drops were added to the sample well on the test device? Was walk-away mode used or analyze now mode? In analyze now mode. The drops were all foam but the collection area of the cartridge was filled with 3 puffs of foam. Pictured below is the retest (bateman 2/test3) and the positive control swab. This retest also shows foamy reagent however I put as much of the reagent onto this cartridge as I could to ensure enough liquid was applied to allow a good test. Were the kit qc swabs tested and if so, did they pass? Yes I tested the control + swab and it came up positive as expected results: is the customer reporting a false positive or false negative? False positive. Did you visually interpret the result or did you insert into the analyzer to determine the result? The test was inserted in the analyzer but also visually observed. The analyzer showed a positive result but no line could be observed visually to indicate a positive. (Photographic evidence was provided). What type of reference method was used to confirm the result (pcr, viral culture, etc)? Retest with both the abbott binaxnow and bd veritor. (Pictures provided from tests the 15 minutes mark for test 3 and the control +.) How many specimens were discrepant (fp or fn)? 1. Was the patient(s) symptomatic when tested on the veritor plus analyzer: no. Were patients symptomatic or asymptomatic? Asymptomatic. Screening test ¿ no known exposure? No known exposure. Asymptomatic but dr recommended testing? Part of doh reviewed physician ordered sports screening program 3x/week or when symptomatic/exposed. On average how many tests do you run per week? 100. Was there any patient impact as a result of the false result? Yes potentially the player would be removed from competition. Sample collection: how was the specimen collected? According to specs that came with the test. Both nostrils by provider. 5 swirls in each to specified depth. Did it follow the dual-nares collection method described in the quick reference guide? Yes. What type of sample was collected? Nasal swab. What swab was used to collect the sample (was the swab included in the kit used)? Same swab included with the kits. How long after collection was the swab tested? 30-60 seconds. Was any transport media used? No only the reagent provided. What date was the specimen collected? (B)(6) 2021. What date was the specimen run? 3/31/21 test was run immediately after collection.

Manufacturer narrative:
Investigation summary this is to summarize the investigation results for customer complaints alleging false positive or discrepant results when using the kit bd veritor for rapid detection of sars-cov-2 (ref# 256082 batch #: 0338173). Bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples (if applicable). The batch history records were reviewed and no discrepancies were noted. Functional analysis of retention materials met acceptance criteria. No returns were received to investigate. Quality was unable to duplicate the customers reported failure mode. Complaint trending review reveals a trend in customer complaints related to false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. Although the investigation was not confirmed, based on the complaint trend, a corrective and preventive action (CAPA) was initiated (pr# (B)(4)) to determine root cause(s). Bd point of care will continue to closely monitor for trends associated with false positive or discrepant results when using the kit bd veritor for rapid detection of sars-cov-2. There was no corrective action taken at this time.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using abbott binax now and pcr test method and the result was negative. Results were not reported and there was no patient impact. Eua # (B)(4). The following information was provided by the initial reporter: false positive result. Customer reported a foamy sample using the 256082 kit, the reagent was thick and foamy and it didn´t run properly on the test cartridge. The results of the test was positive, a second test was run on the abbot binax antigen test, and it resulted negative. (Patient was asymptomatic). What confirmatory testing was performed that determined the results were erroneous? Abbott binaxnow and pcr testing. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No results released. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No. How did you complete the repeat test? Same as the first procedure and also with the abbott binaxnow following their procedure separate swabs and reagent each. Was an additional swab collected?yes. Did you process the same swab in a 2nd reagent tube?no. Did you use the leftover extraction reagent from the reagent tube on a new cartridge? No there was none to reuse. Was the cartridge rerun (re-read)? If so, how long after the initial run was the cartridge rerun (re-read)? Yes. It was removed then reinserted 10 seconds with the same positive result. Processing questions: how long after specimen collection was the specimen processed in the extraction reagent? Immediately processed in the reagent. How was the specimen stored between collection and processing in the extraction reagent? Immediately went from the nose to the reagent without leaving the hand of the provider. How long after processing in the extraction reagent was the specimen run on the test cartridge? 30-60 seconds. Incubation time: how long was sample run on the cartridge before reading?15 min give or take a few seconds. Were the cartridges visually interpreted (not by the analyzer) at any time? Yes after analyzed in the reader. Was walk-away mode or analyze-now mode used? Analyze now. Temperature: clarify the environment temperature and time at temp ¿ indoors at 9:45am near the entrance to the facility so the door was cracked to provide some outdoor ventilation. Temp is 68 f give or take a degree. Was testing performed indoors or outdoors (not collection). Indoors. On average, how many tests do you run per week? 100. How is the test being used? Select one: screening test-no known exposure ¿ screening for sports participation. Test workflow: how long was the sample incubated? 30-60 seconds. How many drops were added to the sample well on the test device? Was walk-away mode used or analyze now mode? In analyze now mode. The drops were all foam but the collection area of the cartridge was filled with 3 puffs of foam. Pictured below is the retest (bateman 2/test3) and the positive control swab. This retest also shows foamy reagent however I put as much of the reagent onto this cartridge as I could to ensure enough liquid was applied to allow a good test. Were the kit qc swabs tested and if so, did they pass? Yes I tested the control + swab and it came up positive as expected. Results: is the customer reporting a false positive or false negative? False positive. Did you visually interpret the result or did you insert into the analyzer to determine the result? The test was inserted in the analyzer but also visually observed. The analyzer showed a positive result but no line could be observed visually to indicate a positive. (Photographic evidence was provided). What type of reference method was used to confirm the result (pcr, viral culture, etc)? Retest with both the abbott binaxnow and bd veritor. (Pictures provided from tests the 15 minutes mark for test 3 and the control +.) How many specimens were discrepant (fp or fn)? 1. Was the patient(s) symptomatic when tested on the veritor plus analyzer: no. Were patients symptomatic or asymptomatic? Asymptomatic. Screening test ¿ no known exposure? No known exposure. Asymptomatic but dr recommended testing? Part of doh reviewed physician ordered sports screening program 3x/week or when symptomatic/exposed. On average how many tests do you run per week? 100. Was there any patient impact as a result of the false result? Yes potentially the player would be removed from competition. Sample collection: how was the specimen collected? According to specs that came with the test. Both nostrils by provider. 5 swirls in each to specified depth. Did it follow the dual-nares collection method described in the quick reference guide? Yes. What type of sample was collected? Nasal swab. What swab was used to collect the sample (was the swab included in the kit used)? Same swab included with the kits. How long after collection was the swab tested? 30-60 seconds. Was any transport media used? No only the reagent provided. What date was the specimen collected? (B)(6) 2021. What date was the specimen run? (B)(6) 2021 test was run immediately after collection.